Manufacturer narrative:
Based on the analysis, the alleged malfunction reported by the customer could not be confirmed. However, a different issue was found. (B)(4).

Manufacturer narrative:
Follow up (B)(6) 2016: customer reported that initial alarm cleared, but alarm reoccurred. Customer reported blood glucose (bg) level of 350 (mg/dl) and corrected bg with an insulin injection. Customer indicated that insulin injections will be used for diabetes management. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours.